Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead malformed clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when clipping the cystic duct the clip formed abnormal with the distal end closing together but the body of the clip gapping. It appeared to be a tear drop shape, it pulled off the duct. A new device was opened and the case was completed. No noises were noted and the device appeared to fire normal. No adverse affect was noted to the patient.